Manufacturer narrative:
(B)(4). Batch # n55469. The analysis found that one plee60a device was returned in good visual condition and without cartridge reload present. During further evaluation, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that the battery of the device started smoking after water was sprinkled on the battery after the completion of a pancreatectomy. No patient involvement occurred.